Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available. It was reported that a pediatric patient was using a receiver approved only for adults. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis the complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of a hardware error was confirmed. A root cause was determined to be a defective battery.